Manufacturer narrative:
The remote service personnel evaluated the device. It was determined that this was a malfunction of the therapy pca (printed circuit assembly) and capacitor, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, therapy pca and capacitor required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided the quote for the replacement of the therapy pca and capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the therapy delivery test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Update: the fse evaluated the device on site. It was determined that this was a malfunction of the therapy pca (printed circuit assembly) and the capacitor, which were replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The root cause of the component failure could not be determined. The issue was resolved by replacement of the therapy pca and the capacitor, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the therapy pca and the capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the therapy delivery test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The therapy pca (printed circuit assembly) was delivered to the fa (failure analysis) lab for testing by a failure analysis engineer . The therapy pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The therapy pca was extensively tested with the result no fault found. The root cause of the therapy pca failure could not be determined.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the therapy delivery test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.